Event description:
It was reported that several exacta edms were found to be leaking from a stopcock after a day or two. It was reported that possibly four units were found to be leaking but the exact number of units was unknown. It was also reported that some of the patients have meningitis. Patient-specific information, device-specific information, and event dates were unknown by the initial reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.